Manufacturer narrative:
Concomitant medical products: product ID 978b128, lot#: va2mshn, implanted: (B)(6) 2022, explanted: (B)(6) 2022. Other relevant device(s) are: product ID: 978b128, ubd: 20-jan-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the ins flipped. The patient was experiencing pain and discomfort. The device was explanted on (B)(6) 2022 and during the explant procedure, it was noted there were multiple twists in the lead near the site of the generator implantation, at least 7 full 360-degree twists. The lead was removed as well. The issue was resolved.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had a pre-operative diagnosis of urinary retention. The patient had the stimulator removed because it was no longer functional and a new system was placed about a month ago. The patient initially didwell, but has started to have problems and has subsequently developed intractable pain both at the generator site and where the lead is located. Multiple attempts at reprogramming and interrogation of the device have been unsuccessful in relieving their discomfort. A decision was made to remove the system. Interestingly, when they turned the device off, it did not help to resolve their pain, and the pt actually felt the pain was somewhat worse. In discussion with the pt's husband, it sounds like the action would put it into MRI mode rather than turning the device off. For the explant, the hcp encountered a moderate amount of serosanguineous fluid. Cultures were obtained from this to be sent to microbiology. It did not appear grossly purulent. The generator was brought out from the pocket. It was noted that there were multiple twists in the lead near the site of the generator implantation. At least 7 full 360-degree twists were identified. This was untwisted and subsequently cut at the site of the insertion to the generator. The incision overlying the lead was opened and dissection carried down to the components. Of note, there were at least 3 twists in the lead at this location.

Manufacturer narrative:
H3: analysis of the ins (B)(6) revealed it passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. H3: analysis of the lead (lot# va2mshn) revealed that the outer insulation of the lead was twisted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.